Manufacturer narrative:
(B)(4). Batch # u93c9h. The device was returned with the upper jaw detached and returned and the iblade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional information was requested, and the following was obtained: did the electrode ceramic separate or break off? No further information will be available. Did the I blade get damaged or break off? No further information will be available. Is the jaw damaged but not broken off? There is no report about the amount of the damage. No further information will be available. Is the top jaw loose but not detached? There is no report about what part of the jaws were broke. No further information will be available. Is the top jaw ptc material damaged? No further information will be available. Is the black ptc in the upper jaw detached? No further information will be available. Is the top jaw broken off the of the device? No further information will be available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws were broken after the device was activated 2 to 3 times. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.